Event description:
According to the available information the packaging was not sealed and device was possibly not sterile. A new device was used successfully.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot number 9500682. Checking the quality databases revealed no anomaly in connection with the described defect. On 6th may, we received the incriminated sample. At visual observation, we notice that the packaging is open and has not been sealed. During production we receive the sa4257 bag with 3 side of it already sealed and operators seal the last side. From the sample it is clear that the welding of the 4th side was not done. This is an operator mistake. A resensitization was done with operators concerned in the manufacturing plant in order to avoid this issue occurred again.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find other complaint on the lot number 9500682.

Event description:
According to the available information the packaging was not sealed and device was possibly not sterile. A new device was used successfully.